Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's report of leaking. The customer stated the set will not be returned and is not available for failure investigation.

Event description:
The customer reported several instances of leaking from the burette tubing while infusing chemotherapy. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.